Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after laser cut, the uninterruptible power supply failed. The laser was switched off. Additional information was received. The event caused patient harm. The universal power system (ups) was exchanged and was its function was checked and it was ok. Instructions on how to proceed with this patient were given to the surgeon by a company representative.

Manufacturer narrative:
Device history record (DHR) for the device has been reviewed. The associated device was released based on company's acceptance criteria. During an onsite visit, the field service engineer (fse) was not able to confirm customers reported event. The fse replaced a part as a preventive measure and successfully completed system verification to specification. A root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).